Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced low glucose followed by high glucose while using the ilet bionic pancreas, including a downward cgm trend overnight after prior corrections and a brief pump pause; the user does not announce meals due to concern for lows and treated the low with oral glucose, with no device malfunction identified and device component details insufficient. Symptoms included hypoglycemia with shaking and sweating, as well as subsequent hyperglycemia. Outcomes included unexpected medical intervention in the form of medication (oral glucose). Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available, with insufficient information to identify a device problem or specific component issue. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.